Manufacturer narrative:
Block h3 the device was received by boston scientific on (B)(6) 2026. Product investigation is ongoing, and a supplemental report will be submitted to communicate the results. Block h6: device code a0501 is being used to capture the reportable event of cap detachment.

Event description:
It was reported to boston scientific corporation that an overstitch ess was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During preparation for the procedure, it was noted by the physician that the alignment tube was detached from the endcap of the device. An alternative overstitch handle was utilized to proceed with the procedure. There was no patient complications reported as a result of this event.